Event description:
It was reported that following the implant procedure of this device, the patient reported symptoms of weakness, shortness of breath, dyspnea, lethargy, and sleeplessness. Additionally, the patient reported lacking energy and loss of independence. All the device measurements were satisfactory. The patient's wound dressing was removed and the physician noted a hematoma. The patient is scheduled at a wound clinic, but they have not yet been seen. Information has been requested whether the physician suspected an infection, but no further information has been provided. At this time, the device remains implanted and no additional adverse patient effects were reported.